Event description:
During an in clinic follow up, high pacing impedance, high defibrillation impedance and inadequate capture was observed on the right ventricular (rv) lead. A lead dislodgement was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.